Event description:
Reporter alleged the customer obtained the results of 75 mg/dl and 191 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that another result of 153 mg/dl was obtained on the same system in the next 10 minutes. Reporter stated that he took his normal 112 units of lantus after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient was a male but his age was unknown. The target lesion was the mid left anterior descending (lad). The lesion was de novo, moderately calcified and moderately tortuous. There was 75% stenosis. After ivus was conducted, pre-dilation was conducted with a balloon (firestar 2.5/15mm) twice at 12atm for 20 seconds and at 16atm for 20 seconds. A 3.0 x 18mm cypher select plus was inflated at 16atm for 20 seconds without problem. Then, for the 2nd inflation, the cypher select plus was inflated again but the pressure wouldn't increase. Physician suspected the product defect and so the sds was removed from the patient. A different balloon (powered lacrosse 3.25/12mm) was used instead for post-dilation and then ivus was conducted. The procedure was safely finished. There was no patient injury reported. The product was clinically used and will be returned for analysis. After the procedure, the balloon of the cypher select plus was inflated outside of the patient and no balloon rupture was observed visually. No leakage from the sds was observed either. However, the pressure wouldn't increase even though a different inflation device was used. The proximal shaft near the hub was kinked slightly. No other damages noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. There was no resistance/friction while inserting the device through the guide catheter. Affiliate indicated that there has been an incompatibility fit problem with the hub of the cypher select plus stent and the 3 way stopcock that they normally use.